Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of air emboli and hypotension are listed in the mitraclip system instructions for use (IFU), as known possible complications associated with mitraclip procedures. It should also be noted that the IFU warns: heparinized saline flush should be continuous throughout the procedure. Based on the information reviewed, it appears that the air embolism resulting in hypotension was likely the result of procedural circumstances, as the saline bag had to be switched. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated patient weight. (B)(4). The mitraclip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other two mitraclips referenced are being filed under separate medwatch report #s.

Event description:
This is filed on the third mitraclip to report the suspected air embolism and drop in blood pressure. It was reported that this was a mitraclip procedure to treat grade 4 mixed etiology mitral regurgitation (mr). The first mitraclip xtr was implanted without incident. The second mitraclip xtr was advanced and inadvertently hit the posterior leaflet, causing the anterior leaflet to come out of the first xtr clip. The second xtr was deployed and stabilized the first clip. As the third mitraclip nt was being advanced, the bag for the continuous saline flush to the mitraclip had become empty, but there was still fluid in the line to the clip delivery system (cds). The bag was switched out and the procedure continued. A few minutes later, the patient's blood pressure (bp) and ejection fraction (ef) dropped. The possible causes for the drop in bp and ef were an air embolism and the cds being in the valve which caused the valve to stay open. Medication was given and the cds was retracted into the left atrium. The bp and ef stabilized. The third mitraclip was implanted reducing mr grade to 2. The patient was extubated from the ventilator without incident and the patient is doing fine. No additional information was provided.